Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation of recurrent sleep errors (call service alarm 52). Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. This report is made based on results of investigation completed on 01/20/2012.

Manufacturer narrative:
The reporter was a product analysis representative from (B)(6). Correction number 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 01/20/2012. The pump has been returned and evaluated by product analysis with the following findings: during investigation, the pump did not recognize the cartridge during the load step and dispensed all the fluid; a 'no cartridge detected' warning was emitted. Evaluation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. Inspection found evidence of contamination around the force sensor shim. Unrelated to the force sensor issue, the reported call service alarm 52 was unable to be cleared and the display screen was found to be pink and dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.